Event description:
It was reported that the patient experienced less effective control of the symptoms, following the use of a cautery behind the right ear to remove skin cancer. The patient also experienced a shocking down the right side during the procedure. A second form of cautery was used during the procedure with the same result. The patient's physician was not able to rule out the fact that the reduction in therapeutic effect was due to an advancement of the patient's disease or tolerance to the stimulation therapy. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).